Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-00422, and #3005099803-2010-00423 for a description of the other devices. It was reported to boston scientific corporation that three resolution clip devices were used during an upper gastrointestinal procedure. According to the complainant, during the procedure, they had three clips that fell off of the catheter inside of the patient, before they could be opened and used. The physician retrieved the clips with a roth net and completed the procedure with a fourth of the same device with no patient complications. The patient is fine.